Event description:
A message was posted on facebook from the patient reporting that every once in a while, he feels "nerve pain throughout his entire body"; he was asking if this was normal because it puts him in a depression since it hurts him so badly. The patient was instructed via facebook message to contact his physician for questions regarding his treatment and vns therapy. Attempts to obtain additional information from the patient's neurologist have been unsuccessful to date.

Event description:
Additional information was received from the physician's office indicating that the patient does not feel depressed as previously reported. The patient was last evaluated on (B)(6) 2012. The pain all over the body began about two months ago, and it may be related to the vns device. The patient does not have a history of depression prior to vns implant. The pain is not associated with vns stimulation, and no interventions have been taken or planned. No causal or contributory programming or medication changes precede the onset of the events, and no patient manipulation or trauma occur that is believed to have caused/contributed to the pain.

Manufacturer narrative:
Date of event, corrected data: with the new information attained from the physician's office, the pain (and the patient's reported depression which was confirmed invalid) began approximately two months ago.